Manufacturer narrative:
Product technical complaint investigation and final assessment were received on 17-feb-2016: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up 04-mar-2016: the number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and underwent an ablation (interpreted as endometrial ablation) approximately 2 years later. Six years after essure insertion, during hysterectomy, it was found that one coil perforated uterus. Essure was removed. These events are serious due to medical significance. Event one coil perforated uterus is listed in the reference safety information for essure, the other event is unlisted. In the present case, the exact indication for the endometrial ablation was not specified therefore causality between ablation and essure cannot be assessed. The exact date and mechanism of the perforation was not reported. Patient complained of pelvic pain and ultrasound done 3 months prior to the hysterectomy showed implants in typical cornual position. Perforation was diagnosed during hysterectomy. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information (perforation questionnaire) could not be obtained.

Event description:
This is a spontaneous case report received from a physician via sales representative in united states on 04-dec-2015 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, for permanent contraception. Physician removed essure during hysterectomy on (B)(6) 2015; one coil, the side was not known by the sales representative, perforated uterus. On (B)(6) 2012 ultrasound noted right coil in distal cornua and the left tube was noted in proximal cornua, ablation was done. On (B)(6) 2015 the patient went to hcp (health care professional) for pelvic pain and ultrasound done. Both implants were seen in typical cornual position. Perforation was found during hysterectomy. The pain was gone post-hysterectomy. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and underwent an ablation (interpreted as endometrial ablation) approximately 2 years later. Six years after essure insertion, during hysterectomy, it was found that one coil perforated uterus. Essure was removed. These events are serious due to medical significance. Event one coil perforated uterus is listed in the reference safety information for essure, the other event is unlisted. In the present case, the exact indication for the endometrial ablation was not specified therefore causality between ablation and essure cannot be assessed. The exact date and mechanism of the perforation was not reported. Patient complained of pelvic pain and ultrasound done 3 months prior to the hysterectomy showed implants in typical cornual position. Perforation was diagnosed during hysterectomy. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow up 04-mar-2016: the number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and underwent an ablation (interpreted as endometrial ablation) approximately 2 years later. Six years after essure insertion, during hysterectomy, it was found that one coil perforated uterus. Essure was removed. These events are serious due to medical significance. Event one coil perforated uterus is listed in the reference safety information for essure, the other event is unlisted. In the present case, the exact indication for the endometrial ablation was not specified therefore causality between ablation and essure cannot be assessed. The exact date and mechanism of the perforation was not reported. Patient complained of pelvic pain and ultrasound done 3 months prior to the hysterectomy showed implants in typical cornual position. Perforation was diagnosed during hysterectomy. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information (perforation questionnaire) could not be obtained.

Manufacturer narrative:
(B)(4).